Event description:
On (B)(6) 2004, the pt was implanted with three gore excluder aaa endoprostheses. On (B)(6) 2009, computed tomography showed proximal infolding of the trunk-ipsilateral leg component. One of the contralateral leg components also showed infolding. The physician does not feel the pt could tolerate a reintervention. The pt is being monitored.

Manufacturer narrative:
A review of the mfg paperwork has been conducted. The review of the mfg paperwork verified that this lot met all pre-release specs. According to the gore excluder aaa endoprosthesis instructions for use, contralateral leg endoprosthesis sizing guide a 20.0 mm diameter contralateral leg endoprosthesis treatment range is 16.5 - 18.5mm vessel. Info reported stated the vessel measurements ranged between 9mm and 16mm at the treatment site. Please note additional devices: pxc201400/03158413 and pxc201000/03124743.